Event description:
Reporter indicated that infection in the lead area was noted during generator replacement surgery due to end of service. It was reported that the lead tubing was split near the generator and fluid was noted inside the lead. The reported infection was tracking up inside the lead.